Manufacturer narrative:
The failed devices were not returned for eval. Method - the failed devices were not returned for eval. Therefore, no sample eval could be performed. Results/conclusion: without returned samples, an eval could not be performed. Furthermore, relevant portions of the device history record was reviewed and there were no corresponding issues identified during mfg or at final inspection. To date, no other complaints have been received for the reported finished good lot. A definitive root cause for the suture and/or needle breaking during a procedure can not be determined at this time. (B)(4).

Event description:
The date of event is estimated. A customer rep from (B)(4). (Distributor) stated that one (1) of their customers reported that sutures and needles are breaking during dental procedures. No pt injuries were reported. However, potential for injury exists if a needle enters a pt's airway during a procedure secondary to the needle breaking.